Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during investigation, the keypad was intact but the contrast button was unresponsive and the up, down and ok buttons responded intermittently. The keypad was removed and there was contamination found under all the keypad contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
Follow-up #2: date of submission 11/19/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during investigation, the keypad was intact but the contrast button was unresponsive and the up, down and ok buttons responded intermittently. The keypad was removed and there was contamination found under all the keypad contacts. Unrelated to the original complaint, the pump powered on to a dim and discolored display.